Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 to june 21, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This occurred during storage. The blue winged luer cap was tightened onto the device. There was no patient involvement. No additional information is available.